Event description:
It was reported that during a pneumothorax procedure, the device would not staple and would not cut. The instrument remained blocked on the tissue. At instrument removal, the tissues were slightly torn. There was no hemorrhage or pt consequence. Another device was used to complete the case.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.